Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the affiliate that the surgeon was using the mcm30 instrument, while harvesting the gastroepiploc artery during the procedure. The clips from this device were not holding the vessels securely. Another mcm30 instrument was used to complete the case. There was no consequence to the pt.